Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the following were noted: the power switch was cracked; there was corrosion on the chassis and the top cover; due to poor contact of the lamp socket, the lamp did not light up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the halogen light source had no current coming from the board. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided was incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, the cause of the event occurred due to a contact failure of the lamp socket. However, the specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.